Manufacturer narrative:
The reported complaint was confirmed. The fsr was able to troubleshoot and confirm that the bulb was still functioning properly and the indicator was receiving power. No parts were available for repair for this issue because the part was obsolete and no further action was required. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the battery charger indicator light emitting diode (led) would not illuminate. There was no patient involvement.